Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported needle to cuff miss and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment is due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
This was reported as an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the first proglide suture was successfully pre-placed. With the second device, a cuff miss [suture retrieval issue] occurred. The suture of a new proglide device was successfully pre-placed. The sheath was upsized to a large-bore sheath and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.